Event description:
Procedure: lap gastric bypass. Reportedly, when the device was applied there was no staple formation at the mid point of the staple line. As a result, excessive bleeding occurred which required the surgeon to place 22 sutures to repair staple line.